Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a material disintegration and stent cage fracture of the proximal cuff were detected by angiogram. The physician elected to treat the patient by implanting an infrarenal and suprarenal afx devices on (B)(6) 2018. The patient was reported in stable condition. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment confirming that type ia and iiib endoleaks with stent cage dilation of the proximal extension were also present at the time of the reported event. This report is only for the proximal extension (suprarenal aortic extension). Please refer to MFR. Report # 2031527-2019-00037 for the report to the bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak of the proximal extension with partial crown separation, type ia endoleak, multiple stent fractures, and stent cage dilation of 114%. Event-relatedness was most likely device-related due to strata material. Contributing factors include an off-label neck and the use of a 34mm proximal extension in a 25mm bifurcated device (user-related). The patient was reported to be doing well. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.